Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "a leak was observed by the ides. The green cap does not seem to be watertight and thus there is a risk of blood leakage through the cap there were no adverse effects to the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with horse blood, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.